Event description:
Boston scientific crm received information that this right ventricular lead was surgically abandoned due to a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
Since the lead was surgically abandoned and will not be returned for analysis, the clinical observations cannot be confirmed.